Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that asystole was not detected. "Asy" displayed in green instead of the numerical values of the heart rate. An "exit" was performed by the service. The pt's death was experienced by the service. (B)(4).